Manufacturer narrative:
Gas path test results shows that the safety valve is leaking. A regulator failure is suspected. Drop down screen is showing o2 is not connected. Alarm 222 - oxygen sensor failed is also active on the logs. At this time, no part was returned for further evaluation. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that alarm 389 - no o2 dosing possible was active on this unit during ventilation on a patient. The patient had to be removed from the ventilator but no patient harm was associated with this event.

Manufacturer narrative:
Updated patient code, conclusion code, result code information review of the screenshot of the repeat gas path test shows that the test was performed on a low supplied pressure but the drop down screen shows that the oxygen is not connected. The gas pressure sensor, regulator, safety valve is faulty. As a resolution, the inspiratory block was replaced.